Event description:
The customer reported via medwatch report: "md removing sheath utilizing vasoseal (size 3, catalog #75303); during delivery of collagen plug #2, a sudden "pop" noted when md withdrew device, vasoseal sheath hub and 2nd collagen cartridge without the sheath. Hemostatsis achieved after plug deployed; vital signs stable. Retained "foreign body" subsequently removed.